Event description:
It was reported to tyco healthcare/kendall on 08/07/02 that a customer sustained a needlestick. The customer states that a custodian incurred a needle stick while lifting the sharps container off the floor. The customer states the sharps container was approximately 85% full and had a needle protruding through the side.